Event description:
During a standard treatment a dental electrical handpiece got hot and burned a pt on upper lip. Burn size was approx 1cm. The pt did not receive any medication or medical care.

Manufacturer narrative:
During a standard treatment a dental electrical handpiece got hot and burned a pt on upper lip. Burn size was approx 1cm. The pt did not receive any medication or medical care. The analysis did show that the head was dented in several places around back cap. This caused the back cap button to stick in causing the head to heat up due to unusual internal friction. This is usually the result of a strong hit caused, e.g. By dropping during the reprocessing of the handpiece. Also the bearings have been gritty which is the result of wear process. Handpiece was running out of specification. A visual and functional inspection of the handpiece is required by the user instruction prior to each treatment and is hence mandatory. (B)(4).